Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
This is report 5 of 5. It was reported that after a cystoscopy with the use of an olympus device, the patient developed an infection. A few days after the procedure the patient presented with dysuria and bleeding to urgent care and was treated with antibiotics. The patient has been discharged in stable condition.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.